Event description:
Pt had 2 experiences where the infusion set tubing partially separated at the luer connection causing insulin leaked out. Caller indicated that pt noticed separation "not even an hour after it happened" and changed infusion set to prevent elevation in blood glucose level. Caller indicated that medical assistance was not necessary to address this issue.